Event description:
The customer reported to olympus that there was a b30 scope communication error on the evis exera iii video system center. The issue occurred during preparation for use, for an unspecific diagnostic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
During testing and evaluation of the device the biomed tested several of the customer's scopes and wasn't able to repeat the b30 error code, the biomed determined that the issue was not with the cv-190 and instructed the customer to power off the scope and wipe the gold contacts with isopropyl alcohol. After wiping the gold contact on the scope with isopropyl alcohol the b30 error did not reoccur. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely caused by abnormal communication with the scope due to the attachment of foreign matter at the electrical junction or moisture. However, the device has not been returned and the specific root cause could not be identified. Olympus will continue to monitor field performance for this device.